Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received sensor errors after initialization. Customer's blood glucose was 166 mg/dl. Customer was not able to upload to carelink personal. Customer believed sensor was broken. Customer was able to reconnect old sensor and start new sensor. Customer was advised that sensor would be replaced.